Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfsf023 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "IV fluid was discovered leaking from a small hole in the port needle tubing."